Event description:
(B)(4). It was reported that coronary restenosis occurred. In (B)(6) 2013, the patient presented with stable angina and index procedure was performed. The 100% stenosed, chronic totally occluded, 15mm x 2.25mm, new, eccentric, type b2, diffuse lesion of more than 2cm in length, with a >45 and <90 degree bend and timi 0 flow target lesion was located in the distal left anterior descending artery (lad) artery. The physician treated the lesion with pre-dilatation and placement of a 2.25x32mm promus element¿ plus stent at 10 atmospheres. In addition, a 2.25x20mm promus element¿ plus stent was also deployed in the mid lad at 14 atmospheres and a promus element stent was also deployed in mid lad. Following post dilatation, residual stenosis was 0% with timi 3 flow. In (B)(6) 2013, the patient was discharged. In (B)(6) 2014, the patient presented with coronary restenosis and percutaneous coronary intervention was performed to treat the event. In (B)(6) 2014, the outcome of event was good and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).